Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, battery compartment crack was found to the left of the grip pad. The bolus button cover was punctured and the button slug was missing from the bolus button assembly. The bolus button function could not be tested. No other defects were found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on 12/08/2015.